Manufacturer narrative:
No information for patient 2 provided.

Event description:
Caller states that the patient tested 2.4 inr on the device and 3.6 inr on a comparison lab. Patient 2 reportedly tested 2.0 inr and 2.6 inr during duplicate testing. No action was taken based on device results and no adverse event reported for either patient. Requested return of suspect device and replacement was sent.